Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. It's unknown what was used to address bg. Customer received normal assistance by a 3rd party but was not incapacitated due to bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer continued to use the pump for insulin therapy.